Event description:
Information was received indicating that a smiths medical medfusion pump was noted to be defective, and history showed the pump exhibited primary audible alarm, watchdog and acu watchdog failure. No adverse effects were reported.

Manufacturer narrative:
Additional information: information was received on 18-jan-2022 indicating that there was no patient involvement and contained event date.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed there was no external damaged. Could not download event log history because of primary audible alarm post and constant alarm during startup. During the functional testing was able to duplicate the reported issue. The speaker was inoperable. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.